Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of chronic constipation, break in aseptic technique and peritonitis coincident peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal ultrabag 2.5% therapy with(dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with the dianeal therapy was not reported. On an unreported date, the patient experienced chronic constipation and committed a break in aseptic technique described as a mistake made by the patient. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Chronic constipation and the break in aseptic technique were the cause of peritonitis. Treatment was rendered using injection vancomycin 1gm, intraperitoneally every 4th day, injection fortum 1gm, intraperitoneally daily, injection amikacin 250mg, intraperitoneally daily and injection tazar. Outcome for the event of peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that the patient made a mistake. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. Information regarding patient retraining on aseptic technique has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: further information was provided on (B)(4) 2012, by a baxter employed health professional: on an unreported date, the patient's catheter was removed and pd therapy was discontinued. On an unreported date, the patient was re-trained on aseptic technique.